Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: the sample was returned. The distal tip was missing from the catheter and was not returned. The core wire remaining within the catheter was measured to be 151.4cm, indicating that 2.6cm of the core wire and distal tip were not returned for evaluation. The distal end of the catheter was jagged and stretched. Functional/performance evaluation: due to the condition in which the sample was returned (i.e. Signs of stretching, detached tip), functional/performance evaluation could not be performed. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is confirmed for a tip detachment, as the metal tip was missing from the distal end of the catheter. The definitive root cause for this event could not be identified. Due to the condition in which the sample was returned (i.e. Signs of stretching), it is possible that excessive force may have contributed to the event. It is unknown whether patient and/or procedural issues contributed to the event. Labeling review: the current IFU (instructions for use) states: warnings and precautions: when using the crosser in tortuous anatomy, the use of a support catheter is recommended to prevent kinking or prolapse of the crosser catheter tip. Kinking or prolapse of the tip could cause catheter breakage and/or malfunction. Interventional use: slowly advance the catheter tip through the lesion. Apply steady, constant pressure so the tip of the catheter is engaged to the lesion. Upon successful recanalization of the lesion, advance the guidewire distal to the lesion and then withdraw the crosser s6 from the body and advance a guidewire through the lesion. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the distal tip of the recanalization catheter allegedly detached and remained in the lesion. It was further reported that the health care provider (hcp) indicated that there was no risk of embolization nor was the detached tip flow impeding; therefore, there were no attempts to retrieve the detached tip. There was no reported patient injury.